Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was recommended by the physician for an ipg revision procedure. The reason for ipg revision is unknown.

Manufacturer narrative:
Additional information was received that the reason for patient's battery revision was due to several contacts being out on current system. The leads might also be replaced due to inadequate stimulation. No further course of action will be taken at this time. Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was recommended by the physician for an ipg revision procedure. The reason for ipg revision is unknown.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was recommended by the physician for an ipg revision procedure. The reason for ipg revision is unknown.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was recommended by the physician for an ipg revision procedure. The reason for ipg revision is unknown.